Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder intermittently did not annunciate as expected. Blood glucose level was 240 mg/dl. During troubleshooting with tandem technical support, a site reminder was programmed to declare in three days. During a follow-up call on (B)(6) 2018, the customer verified that the site reminder declared at the appropriate time.